Manufacturer narrative:
D1 brand name was updated. D3 manufacturer fax was added as it was inadvertently omitted from the initial report. The root cause to the reported aic controller knob issue is due to a defective rotary knob.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller knob requires a firm press and intermittently will not "select". No patient harm was reported.

Manufacturer narrative:
D2a and d2b were erroneously entered on the initial manufacturer device report. D6a and d6b should have been left blank on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.